Manufacturer narrative:
This report is submitted on 16 oct 2020.

Event description:
It was reported that the disposable battery was found to have allegedly leaked fluid, which has caused skin irritation to the patient.